Manufacturer narrative:
Insulin pump was not in manufacture mode. Insulin pump was received with missing retainer, missing reservoir tube o-ring, scratched case, pillowing keypad overlay, broken reservoir tube lip, and minor scratched lcd window. Unable to perform the displacement test due to missing retainer.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. The customer's mother reported that the retainer ring was missing. The customer's mother stated that the reservoir does not lock in place, there was also a crack on reservoir compartment. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.